Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they replaced the battery, but an unexpected restart alarm occurred. Customer stated they were unable to clear the alarm. The customer's blood glucose was 160 mg/dl. Customer also reported a hospitalization event in (B)(6) 2013. Customer's blood glucose was 656 mg/dl at the time of admission. Customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer was admitted into the intensive care unit and treated with an insulin drip and an IV of fluids. The customer also reported experiencing diabetic ketoacidosis on (B)(6) 2014. The customer was not hospitalized during this incident. The customer they were treated with manual injections. It was reported the customer was able to get their blood glucose under 500 mg/dl after 64 hours. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test for unexpected restart alarm due to no button response. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.